Event description:
A 2nd degree as well as blisters due to the burns [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer on behalf of her mother. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip), from an unspecified date to an unspecified date at an unknown frequency for lower back pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced 2nd degree as well as blisters due to the burns on an unspecified date with outcome of unknown. The action taken with thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status: not received.

Event description:
Event verbatim [preferred term]. 2nd degree as well as blisters due to the burns [burns second degree]. . Narrative: this is a spontaneous report from a contactable consumer on behalf of her mother. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip), from an unspecified date to an unspecified date at an unknown frequency for lower back pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced 2nd degree as well as blisters due to the burns on an unspecified date with outcome of unknown. The action taken with thermacare heatwrap was unknown. According to product quality group: summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status: not received. Follow-up (22feb2017):follow-up attempts are completed. No further information is expected. Follow-up (17apr2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.